Event description:
It was reported that the display remains almost black and device emits a beeping sound. The event occurred during the incoming inspection after the pump was returned from the safety inspection. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Event history logs were reviewed with no relevant findings. Visual inspection and functional testing were performed, and the reported issue could not be confirmed. The device powered on and operated as expected, with no abnormalities observed in display or audible function. The probable cause of the reported issue was determined to be an empty accumulator. No device defects were identified. The device was submitted for functional and delivery testing and will be returned once all testing confirms performance within specification.